Event description:
It was reported that nurse had a patient on the arctic sun device. The device was alarming 113 (reduced water temperature control). The target temperature was 34.5c, patient temperature was 34.8c, water temperature was 30.6c and water flow rate was 2.4l/min. Mis walked nurse through accessing the system diagnostics showed outlet monitor temperature (t1) was 30.7c, outlet control temperature (t2) was 30.6c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 3.9c, mixing pump command was 100 percentage, heater command was 0 percentage, system hours were 7,455 and pump hours were 6,654. Mis explained to nurse it appeared the mixing pump had gone out. Mis informed nurse would need to send this device to biomed labelled 'not cooling'. Nurse would swap to another device. Per sample evaluation results received on 17mar2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also stated that replaced the tank seals due to lifting from the tank. It was noted stated that the circulation pump motor had dried out bearing and broken thrust washer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed several alert 113 through patient data files. Installed test mixing pump to cool. Mixing pump was serviced during the pm. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tank seals found lifted from tank. Circulation pump motor had dried out bearing and broken thrust washer. The device underwent pm servicing while in for repair. Serviced circulation pump. Replaced heater, both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Circulation pump motor was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse had patient on the arctic sun device. The device was alarming 113 (reduced water temperature control). The target temperature was 34.5c, patient temperature was 34.8c, water temperature was 30.6c and water flow rate was 2.4l/min. Mis walked nurse through accessing the system diagnostics showed outlet monitor temperature (t1) was 30.7c, outlet control temperature (t2) was 30.6c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 3.9c, mixing pump command was 100 percentage, heater command was 0 percentage, system hours were 7,455 and pump hours were 6,654. Mis explained to nurse it appeared the mixing pump had gone out. Mis informed nurse would need to send this device to biomed labelled 'not cooling'. Nurse would swap to another device.